Manufacturer narrative:
Age at time of event: (B)(6) years old.

Event description:
A report was received that the patient was getting blisters from the charger heat and it was leaking out.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure and lead was kept in place to hold space for a future implant (MFR report number: 3006630150-2019-04001). A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was getting blisters from the charger heat and it was leaking out.